Event description:
It was reported that after a da vinci assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps was observed to have thermal damage at the level of the joint between light-colored plastic and the metal branch/jaws. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the damage was identified prior to reprocessing. The instrument was inspected for damage after completion of the procedure, and nothing was noticed. There were no observed instrument collisions. No arcing was observed. There was no loss of cautery. No image or video is available for isi review. No patient information could be disclosed.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part # 471205-17/ lot# k10220530 0517) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There was one use remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. Failure analysis (fa) investigation confirmed and replicated the customer-reported complaint. Fa found the primary failure of thermal damage ¿ exposed electrode. The instrument was found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity.